Event description:
Pt presented with nonfunctional realize band for explant and conversion to bypass. The port attached to the realize band is apparently anchored by heavy wire to the abdominal wall muscles, such that the only way to remove the port is to incise the abdominal wall muscles to free the port. This pt had conversion to gastric bypass at the same setting, and therefore was receiving blood thinner therapy. The resulting hematoma at the site of the port has produced two extra trips to the emergency dept, two extra trips to my office, and drainage that will persist for up to six weeks, not to mention a very distraught pt.